Event description:
It was reported that the patient's blood glucose level reached 18.4 mmol/l (331.2 mg/dl) and that the pod have to be removed due to a hazard alarm. The pod was worn between 37 and 48 hours on the back. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The device was received with corrosion visible on the printed circuit board (pcb). The device could not be downloaded. Batteries were found to be depleted. No download could be established. Leakage was found from the soft cannula at the exposed portion. Leakage was found from the soft cannula at the unexposed portion that could have caused the corrosion to the pcb. An inspection of the soft cannula showed damages at the unexposed portion. It could not be decisively concluded that the device ran into a hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.